Event description:
Carotid endarterectomy performed in 2007. Patient dismissed on the next day. After going home, he had a coughing spell and began to bleed profusely from the right side of his neck. He returned to hmc by ambulance. The patient was unconscious. Immediate fluid resuscitation was started. He was transferred to the or for neck exploration. In looking at incision, CT surgeon noted suture had broken approximately mid-run. Question regarding ethicon 7-0 prolene suture failure. Unable to determine specific suture lot#. Possibilities include: zbr158 exp: 01/2012; xbe936 exp: 01/2011; xcr455 exp: 01/2011; xmr078 exp: 07/2011; zab768 exp: 01/2012; xpe328 exp: 07/2011. Diagnosis: carotid artery closure. Event abated after use stopped: no.

Event description:
Amended report - initial report sent in 2007. Carotid endarterectomy performed in 2007. Pt dismissed the next day. After going home, he had a coughing spell and began to bleed profusely from the right side of his neck. He returned to hospital by ambulance. The pt was unconscious. Immediate fluid resuscitation was started. He was transferred to the or for neck exploration. In looking at the incision, CT surgeon noted suture had broken approx mid run. Question regarding ethicon 7-0 prolene suture failure. Unable to determine specific suture lot #. Possibilities include: zbr158 exp. Jan 2012, zbe936 exp. Jan 2011, xcr455 exp. Jan 2011, xmr078 exp. July 2011, zab768 exp. Jan 2012, zpe328 exp. July 2011.